Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when drilling with this item, it came into contact with a nail and broke.we removed the broken drill bit and used another one instead."